Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer two pockets were unable to be recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers 2-1 and 2-2 had a failed cubie. Upon arrival, a field service engineer confirmed both cubies recovered and were functioning. The customer tested the drawers in the application without any errors. The system functioned as intended after the field service engineer investigated the device.